Event description:
During a f/u on (B)(6) 2012, the pt had 20% battery remaining on their device, and today at f/u the device is now at eos. On (B)(6) 2012, noise on the rv lead caused 299 total charges since the last f/u. The generator was explanted on (B)(6) 2012, and an x-ray revealed subclavian crush on the rv lead. The rv lead was cut and capped, it remains implanted and is being monitored for chatter.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eos. The device was implanted for 59 months and 299 charging cycles were recorded to the device memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. The memory content of the device was inspected. The analysis of the available iegm's showed, that this large amount of charging cycles was caused due to the detection of noise in the farfield and the right ventricular channel. A sensing test was performed, and the device sensed the attached heart signals free of noise. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock, however, the charging was aborted, indicating a depleted battery. In summary, the ICD was fully functional. The ICD was implanted for 59 months, taking the large number of 299 charging cycles into account, the eos battery status was anticipated. The analysis did not reveal any sign of a material or manufacturing problem.